Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing premature battery switches. Two batteries were not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation. A review of the device's incoming inspection records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to their quality assurance release process. The reported event could not be confirmed via log files since the logs available did not cover the event date. With review of the reported information a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
"Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 10/31/2015 - exp. Date: 10/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was complaining about battery switching.